Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is failing after the fco was applied. Further failure analysis is not yet available. It was reported that the device was in use on a patient when the alleged failure was observed by the customer, however; there was no reported adverse patient impact.

Manufacturer narrative:
It was initially reported to philips that the device is failing after the fco was applied. Upon further investigation, it was discovered that the primary complaint was that the device will not power up and there is an 'x' in the rfu indicator.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. The power pca was received with open fuse f6 and shorted component q13, the latter causing the f6 fuse to go open whenever device power up was attempted. The device powered up and operated as normal after the defective components were replaced.